Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Ethnicity: not hispanic/latino.

Event description:
Customer advocacy received a copy of the customer's maude report from the FDA which states, "back check valve failed on the primary bd alans pump infusion set primary was set up and running when rn hooked up the secondary to run IV antibiotic (primary was on extender and secondary was hung high) the entire bag flowed into the primary back. Rn contacted the provider and gave the entire 500 ml bag with antibiotic to the patient." An incomplete date of event of(B)(6) 2019 was provided.